Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The patient reported that the implantable neurostimulator (ins) has been overdischarge for approximately one year. The patient was unable to charge because the ins was tilted. It was also noted that the ins was unable to connect with the recharger and clinician programmer. The patient had a battery replacement and pocket revision. The issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.